Event description:
Allegedly, this patient has bilateral knee replacements and was experiencing instability patellofemoral pain. The patient underwent an operation on both knees. A non-microport patella was implanted, and osteophytes were removed off the other patella. Both polyethylene inserts were replaced.